Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment but resistance was met during delivery. Upon removal, the distal edge of the stent was found to be lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.